Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: the decontaminated instruments are available for investigation. The device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our valid specification at the time of production. No similar incidents have been filed with products from these batches. Based on the information available as well as a result of the ingestion the root cause of the failure is most probably related to an insufficient maintenance of the device. The instruments of the complaint is according to the specifications valid at the time of production.

Event description:
Country of complaint: (B)(6). During the procedure, there was a temporary impairment of the nasal mucosa. The instrument could not be turned back together intraoperatively. The screw appeared to be damaged and would not allow the instrument to open and close. There appeared to be temporary damage of the patient's nasal mucosa that will heal fully and will most likely not negatively influence the patient in the future. All med watch submissions related to this report are: 9610612-2018-00351; 9610612-2018-00352; 9610612-2018-00353.